Event description:
Accidental ingestion. Ingestion of device part by child, with injury to throat. Potential asphyxiation risk. Nineteen month old child, unknown weight, got hold of reach access daily flosser. Child removed and swallowed head of flosser. Child threw up blood. Parents took the child to ER, where ER staff stated that he cut the back of his throat